Manufacturer narrative:
Product event summary: the lead was returned in segments, analyzed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. Visual summary analysis of the lead indicated apparent explant damage. This device was included in that field action, but returned product testing found the device did not perform as described in the field action.

Event description:
The right atrial (ra) lead was explanted and replaced due to an associated device and had no associated complaint. The lead subsequ ently tested out of specification during manufacturer's analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead developed an elevated pacing threshold and was considered high. The elevated threshold was thought to deplete the implantable cardioverter defibrillator (ICD) battery prematurely. The lead and ICD were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a 5076 lead implanted (B)(6) 2010. (B)(4).